Event description:
On (B)(6) 2023, a patient underwent a procedure for the placement of direct jejunal tube. On (B)(6) 2023, the patient was diagnosed with an abdominal wall infection after a direct j tube placement. Flank edema and redness were noticed by the patient's daughter. The patient was hospitalized for inpatient antibiotic treatment.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Abbvie has chosen to conservatively report this complaint due to the potential that the device involved could have been abbvie branded tubing. Abdominal wall infection post direct-j placement is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.